Event description:
It was originally reported that the device had unintended activation during a case at the user facility. Upon further investigation it was found that motor was prompting console to display an error message, which doesn't indicate unintended activation & is not a reportable event the procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
B5: updated executive summary to clarify that this is a non-reportable event. H6: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device had unintended activation during a case at the user facility . The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.